Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to endoscopic visualization of 2 device beads eroded into the esophageal lumen and subsequent explant of the entire linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation by dr. (B)(6) in 2013. The 4 device beads were observed endoscopically on (B)(6) 2017 on the posterior side of the esophageal lumen. The linx device was explanted transgastrically in its entirety by dr. (B)(6) on (B)(6) 2017. At a standard follow-up visit on (B)(6) 2017 the physician reported that the patient is doing well and has returned to their pre-implant status.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to endoscopic visualization of 2 device beads eroded into the esophageal lumen and subsequent explant of the entire linx device. The linx device was used as part of the anti-reflux procedure. - anti-reflux procedure including linx device implantation by dr. (B)(6) in 2013. - 4 device beads were observed endoscopically on (B)(6) 2017 on the posterior side of the esophageal lumen. - the linx device was explanted transgastrically in its entirety by dr. (B)(6) on (B)(6) 2017. - at a standard follow-up visit on (B)(6) 2017 the physician reported that the patient is doing well and has returned to their pre-implant status.